Manufacturer narrative:
No conclusion code available. As received, a complete lead was returned in two pieces. Visual inspection of the lead found full breach insulation degradation adjacent to the connector boot and the outer insulation was twisted in this location, which may have caused the complaint of noise reported in the field. All other damages were consistent with that occurring at the time of explant. Electrical tests and x-ray examination did not find any indication of conductor fractures.

Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference numbers: 2017865-2017-00408. During a follow-up, there was noise on the right ventricular lead and the patient was experiencing palpitations. During the replacement procedure, lead damage was confirmed on the right ventricular and the right atrial leads. Both leads were replaced and the patient was stable.